Event description:
During the evaluation of a glidescope gvl 4 video laryngoscope, a crack in the camera lens was discovered. A piece from the camera lens was missing. This damage was not reported to verathon by the customer.

Manufacturer narrative:
The customer reported complaint of "no signal" was confirmed. It was determined to be caused by a damaged video cable. The returned product evaluation conduction by verathon also identified that the camera lens on the glidescope gvl 4 video laryngoscope bladed had cracks and a small piece missing. The device had scratches and other signs of wear. On 05/10/2013 safety alert notice c/r 3022472-5-07-2013-0001-c was issued to all customers to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. This instruction is also contained in the device instructions for use.